Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed. Patient age, weight and gender were not provided. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00089 and 1058196-2015-00090.

Manufacturer narrative:
Complaint conclusion: during the procedure (procedure and target vessel information not provided), the surgeon noted the enterprise stent (enc452812/ 10391472) had become stuck in the prowler select plus (606s255x/ 15995757) microcatheter when the stent was being advanced. The stent could not advance further and was withdrawn with the microcatheter. The devices were exchanged for a new stent and microcatheter to complete the procedure. There was no report on patient injury. The devices had been stored, prepped and used as per the instructions for use (IFU), and a continuous flush had been maintained through the microcatheter. The delivery wire had been placed securely into the microcatheter hub prior to advancing. No additional information was provided. Product file (B)(4): one non-sterile enterprise was received coiled inserted in a prowler microcatheter, and both inserted in a dispenser tube. The stent was received deployed and was packaged separately inside of small plastic bag. The delivery wire presented a kinked condition at the distal end. The involved microcatheter presented a compression on its distal section. No other visual anomalies were observed on the received units. The enterprise stent was observed under a microscope, and no anomalies were detected. The functional analysis could not be performed since the stent was already deployed and there was a compression on the involved microcatheter. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The resistance between the enterprise and prowler could not be properly evaluated because of the products received condition (stent deployed/catheter compressed); however, the compression observed on the involved microcatheter might be the caused the resistance between the devices. The exact cause of the compress on the involved microcatheter could not be conclusively determined, but procedural/handling factors appear to have impacted on this failure. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing processes of the devices; therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00089 and 1058196-2015-00090.

Event description:
During the procedure (procedure and target vessel information not provided), the surgeon noted the enterprise stent (enc452812/ 10391472) had become stuck in the prowler select plus (606s255x/ 15995757) microcatheter when the stent was being advanced. The stent could not advance further and was withdrawn with the microcatheter. The devices were exchanged for a new stent and microcatheter to complete the procedure. There was no report on patient injury. The devices had been stored, prepped and used as per the instructions for use (IFU), and a continuous flush had been maintained through the microcatheter. The delivery wire had been placed securely into the microcatheter hub prior to advancing. Products will be returned for analysis.